Manufacturer narrative:
After use of a 6f/7f mynx control device for vascular closure, the patient did not feel well approximately 10 minutes post-closure and retroperitoneal bleeding was detected through CT-scan. Therefore, the patient was referred immediately to vascular surgery for further treatment. The patient remains in stable condition. It was the deployer¿s first use of mynx control after a hands-on training. A retrograde puncture was done using 7f 11cm non-cordis short sheath for a cardiac chronic total occlusion (cto) procedure. The act was 340 that was within range, however, the puncture site was noted to be slightly high. The patient had a successful revascularization of the left anterior descending (lad) and no relevant medical history. The device was used in the femoral artery and it was verified that the vessel diameter was greater than 5 mm in diameter. There was no vessel tortuosity or no as presence of pvd / calcium in the vicinity of the puncture site. Medications during the procedure included prasugrel loading dose of 60mg as patient was a clopidogrel non-responder and heparin, 8000 units. The patient¿s inr was not greater than 1.5. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Multiple sheath exchanges did not occur nor were there multiple stick attempts made before intravascular access was achieved. There was no posterior wall puncture. The patient is recovering and the hospitalization is still ongoing. The product was not returned for analysis. A product history record (phr) review of lot f2002104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal bleeding¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Retroperitoneal bleeding refers to bleeding found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, patient and procedural factors may have contributed to the retroperitoneal bleed reported. According to the safety information in the instructions for use, which is not intended as a mitigation ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned, ¿do not use mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Neither the phr review, nor the information available suggests that the reported events could be related to the manufacturing process of the device. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
After use of a 6f/7f mynx control device for vascular closure, the patient did not feel well approximately 10 minutes post-closure and a retroperitoneal bleeding was detected through CT-scan. Therefore, the patient was referred immediately to vascular surgery for further treatment. The patient remained in stable condition and was discharged with no permanent complications. It was a prolonged hospital stay of approx. 2-3 days. It was the deployer¿s first use of mynx control after a hands-on training. A retrograde puncture was done using 7f 11cm non-cordis short sheath for a cardiac chronic total occlusion (cto) procedure. The act was 340 that was within range, however, the puncture site was noted to be slightly high. The device will not be returned as it was being discarded. The patient had a successful revascularization of the left anterior descending (lad) and no relevant medical history. The device was used in the femoral artery and it was verified that the vessel diameter was greater than 5 mm in diameter. There was no vessel tortuosity or no as presence of pvd / calcium in the vicinity of the puncture site. Medications during the procedure included prasugrel loading dose of 60mg as patient was a clopidogrel non-responder and heparin, 8000 units. The patient¿s inr was not greater than 1.5. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Multiple sheath exchanges did not occur nor were there multiple stick attempts made before intravascular access was achieved. There was no posterior wall puncture. Patient height is ~1,87cm.